Event description:
Alarm - error codes / messages- (B)(6) 2019 15:03:17 rfc_repairs (rfc_repairs) po for $(B)(6). Error code: 240.4150.0. There was no patient involvement.

Manufacturer narrative:
No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. .

Manufacturer narrative:
No determinations regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which confirmed similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm: error codes / messages: (B)(6). There was no patient involvement.